Manufacturer narrative:
(B)(4).

Event description:
The patient reports he was assaulted and suffered trauma to the ipg site and now the ipg is unable to communicate with the external devices. The patient does not know when he stopped receiving stimulation. The patient last recharged and used the programmer a couple of weeks ago and everything functioned properly at that time. The sjm representative confirmed the ipg is inoperable. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient underwent surgical intervention on (b)(\6) 2016 where the ipg was removed and replaced which resolved the issue. Therapy has been restored.